Manufacturer narrative:
. E3: occupation: inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: it was reported that the doctor struggled to get the wire through the needle that was provided in the kit. They grabbed a different radial kit and switched to the left radial artery to gain access and finish the case.